Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms of pain, infection are known risks associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced infection and pain in the scrotum. The existing ipp was explanted and replaced with a tactra device as a placeholder. Several months later, the malleable device was explanted and replaced with a new ipp. No device issues and no further patient complications were reported.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced infection and pain in the scrotum. The existing ipp was explanted and replaced with a tactra device. There were no further patient complications.